Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display) issue. The distributor alleged that the display screen was flashing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: visual inspection revealed that there was a crack in the pump case near the upper right corner of the display. The battery compartment was found to be cracked below the bumper pad. During testing, the pump was not able to be powered on. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and moisture corrosion was found inside the pump. The complaint that the display screen was flashing was not able to be adequately investigated due to the moisture damage and unresponsive pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).